Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The caller's blood glucose level was not adversely impacted. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. The customer was advised against using non-tandem charging supplies unless for troubleshooting purposes and was sent a replacement tandem wall adapter by technical support.